Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor and blood glucose values. The customer reported hypoglycemia. The event involved product(s) mmt-7040b. Troubleshooting was performed. The customer reported blood glucose value at the time of event was 53 mg/dl. The customer reported sensor glucose value at the time of event was 94 mg/dl. Customer is reporting a discrepancy between sensor and blood glucose values. Which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer discontinued the use of the device. Mmt-7040b was requested and customer responded the device was returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.